Manufacturer narrative:
Device evaluation summary: device evaluation for battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The cause for the failure to power up a monitor was isolated to mismatched battery tri-cells (3.729 v, 3.731 v). The root cause for the mismatched battery cells could not be positively identified. No adverse event resulted from the mismatched battery cells. The patient received a replacement battery pack.

Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that the patient was receiving a battery fault. The patient was issued a replacement battery pack.